Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Tandem technical support provided the customer instructions on resetting the pump, customer acknowledged and declined a follow up. Customer¿s blood glucose level was 67 mg/dl.